Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 574 mg/dl. Customer had a symptoms like dehydration and urinating frequently. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. Customer was treated with insulin pump for high blood glucose. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.